Event description:
International affiliate reports the distal tip of the screwdriver broke off in a di screw being inserted into the patient's right pelvis. Tip breakage occurred approximately 10mm from the screw's final desired position when an audible click was heard. The screw was removed and an alternate fixation device was implanted. The difficulty resulted in the need to make two incisions in each side of the anterior pelvis and a twenty minute delay to the procedure.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Visual examination of the returned screwdriver at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The broken tip section was not returned with the part. Scanning electron microscopy analysis found evidence of a torsional shear quasi-static failure starting at the hex lobes and is extended to the center of the shaft as well as torsional-shear markings and plastic deformation at one of the hex lobes. No material defects or other abnormalities were observed in this analysis. A review of the device history record found no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. No definitive conclusions can be made as to the cause of tip breakage. However, a review of complaint trends found (B)(6) has a higher complaint rate versus the united states and other countries which suggests that the their rate driven by a technique related issue. A CAPA has been opened to document further investigation and corrective action activities regarding tip breakage in (B)(6). At this time, the complaint is considered to be closed.